Event description:
Per the clinic, the patient developed infection at the implant site and subsequently, was treated with oral antibiotics (date and duration not reported). The device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.